Event description:
It was reported that the patients spinal cord stimulator (scs) is no longer effective. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted product will not be returned per hospital policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a few months ago from date manufacturer was made aware.